Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer did not state if the incident occurred on a patient. Customer advocacy has requested this information but has yet to receive a response. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator screen comes on but there is no response when one presses a button or function on the touchscreen. Where the lamination split there is a clear mark which looks like a water mark on the screen. There is no information if this incident occurred on a patient.